Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, the threaded plastic piece on the back of the sheath came off of the sheath body. This occurred approx 8 minutes into the 10 minutes cycle. Follow up info rec'd on may 13, 2009 and may 14, 2009 revealed plastic piece was not damaged by tenaculum, there was a fluid loss alarm after the part separated and although some fluid did leak out, neither the physician or pt sustained any burns, uterus was off to one side, and the sheath was being pushed, but not resting on anything. The procedure was completed with this device, and there were no pt complications as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. Although, the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.